Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 546428) inserted for female sterilisation. The patient's medical history included leiomyoma, urinary incontinence and pelvic mass. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginai hysterectomy with b-s). Essure was removed on (B)(6) 2017. At the time of the report, the abnormal uterine bleeding outcome was unknown. The reporter considered abnormal uterine bleeding to be related to essure. The reporter commented: discrepancy noted in insertion date: as per mr (B)(6) 2011. No. Of coils: right- 1 coil, left-2 coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 1-jul-2021: mr received. Reporter information , patient details , lot number, other relevant history added. Event : medical device removal " updated to " abnormal uterine bleeding" and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 546428- not valid) inserted for female sterilisation. The patient's medical history included leiomyoma nos, urinary incontinence and pelvic mass. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginai hysterectomy with b-s). Essure was removed on (B)(6) 2017. At the time of the report, the abnormal uterine bleeding outcome was unknown. The reporter considered abnormal uterine bleeding to be related to essure. The reporter commented: discrepancy noted in insertion date: as per mr (B)(6) 2011. No. Of coils: right- 1 coil, left-2 coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding. Lot number reported (546428) is not valid. Most recent follow-up information incorporated above includes: on 15-jul-2021: update of information (batch is not valid). We received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.